Manufacturer narrative:
The date of this submission is 01-sep-2014. This is an follow up 1 submission for the first product in this case. The manufacturer report number for this submission is 8041154-2014-00001. The manufacturer report number for the second product in this case is 8041154-2014-00002. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 25-jul-2014 from a (B)(6) caucasian female consumer reporting on self from the united states. The medical history included unspecified back surgery on (B)(6) 2014. She was taking keflex (cephalexin) 500 mg per dose to keep the infection away and norco 7.3 (acetaminophen and hydrocodone) one per dose for pain relief, both medications were taken since (B)(6) 2014. On (B)(6) 2014, the consumer started using band-aid brand adhesive pads comfort-flex (lot number 0364b, expiration date unspecified) cutaneously, a total of two bandages at the same time, to cover a surgical incision on her back. After the bandages were applied, she experienced itching and she felt like she needed to get the bandages off right away. After a little bit, her skin was red and had small bumps. The next day she was awoken by severe itching which later turned into a red bumpy rash. She went to the emergency room and she was given zyrtec (cetirizine) pill and a prednisone shot to treat the events. She did not use the device any further. The events were resolving. This report was assessed as serious (required intervention) and the company causality was assessed as related. Additional information was received on 23-aug-2014. A review of the data associated revealed no unfavorable trends for the reported lot number. Device history records were reviewed and no deviations or non-conformances were noted. Visual inspection was performed on the retained samples and all results met specification. Manufacturing or facility issues were reviewed and no issues were found related to the reported defect. The complaint investigation was closed with a disposition of undetermined. Complaint trends will continue to be monitored. This report remains serious.

Event description:
This spontaneous report was received on (B)(4) 2014 from a (B)(6) old caucasian female consumer reporting on self from the united states. The medical history included unspecified back surgery on (B)(6) 2014. She was taking keflex (cephalexin) 500 mg per dose to keep the infection away and norco 7.3 (acetaminophen and hydrocodone) one per dose for pain relief, both medications were taken since (B)(6) 2014. On (B)(6) 2014, the consumer started using band-aid brand adhesive pads comfort-flex (lot number 0364b, expiration date unspecified) cutaneously, a total of two bandages at the same time, to cover a surgical incision on her back. A little bit after it was applied, she experienced itching and she felt like she needed to get the bandage off right away. Late on the next day, she was awoken by severe itching which later turned her skin into red and had small bumps. Right away, she went to the emergency room and she was given zyrtec (cetirizine) pill and prednisone shot to treat the events. She did not use the device any further. The events were resolving. This report was assessed as serious (required intervention) and the company causality was assessed as related.

Manufacturer narrative:
The date of this submission is (B)(4) 2014. This is an initial submission for the first product in this case. The manufacturer report number for this submission is 8041154-2014-00001. The manufacturer report number for the second product in this case is 8041154-2014-00002. This closes out this report unless other additional significant information is received.